Event description:
The customer reported that there were problems with the vertical column.

Manufacturer narrative:
(B) (4). The ge svc rep replaced the ethernet pcb and ps3 power supply. The system operates as intended.